Event description:
It was reported that, during implant testing, the shock impedance was greater than 200 ohms. Good device and electrode placement were confirmed. The connection was good. The defibrillation testing was successful. Technical services advised it may be due to air entrapment. The system was successfully implanted. There were no adverse patient effects.